Event description:
Medtronic physio-control is investigating reports of oversized screws in the battery charger. The screws could result in case separation resulting in a potential shock hazard to the user. There have been no user or pt related incidents reported as a result of this issue.

Event description:
Medtronic physio-control is investigating reports of cracked/damaged bosses due to overtightened screws in the battery charger. The damaged bosses could result in case separation resulting in a potential shock hazard to the user. There have been no user or pt related incidents reported as a result of this issue.